Manufacturer narrative:
Product ID 388928, lot# 0206782373, implanted: 2013-(B)(6), product type lead product ID 357664, lot# n370163, implanted: 2013-(B)(6), product type. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received later indicated that the device was returned. It was added that the tined lead was not explanted; the patient got the pacemaker implanted on this lead. It was reported that the twist lock cable was disposed.

Event description:
It was later reported that the following was the result of the revision on (B)(6) 20 13: the extension cable had been removed by the doctor, the patient received an interstim 3058 (implantable neurostimulator) successfully, the injury/skin irritation had healed, and the patient did not report more problems.

Event description:
It was reported that when changing bandages at the extension of the lead, the healthcare provider (hcp) noticed a skin irritation under the connection of the twist lock cable. The irritation was stated as being 3 cm long at the surface of the twist lock connector. It was stated that the irritation was attributed to the electric current by the hcp. It was stated that the patient had shooting pain at the site. It was added that the pain was position dependent. The connection between the extension cable and twist lock cable was reportedly dismounted and the 'test phase' was stopped. It was stated that the hcp cut the cable on (B)(6)-2013, leaving the rest of the extension cable in the body. Revision surgery was scheduled for (B)(6)-2013.

Manufacturer narrative:
(B)(4).